Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector. It was also indicated that the case was broken and a case screw was contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector assembly. It was recommended that the epg be returned for service, but the current status of the epgs is unknown. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.